Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the malfunction. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether it exceeded any thresholds. Technical support provided information and assistance to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reappeared, which the customer acknowledged and understood.